Event description:
A surgeon reported that two weeks following an uneventful cataract surgery with an intraocular lens (iol) implant, a subluxation of the iol was noticed. The pt experienced different light phenomenons. (B)(6) months following the initial implant surgery, an iol explant surgery was performed. During that surgery, it was discovered that the haptics was broken. The iol was cut in the middle and when it was removed, it fell apart into small pieces. The incision site was enlarged and one suture was required. The pt was admitted to a hospital for two days. (B)(6) days following explant surgery, it was noted that some small pieces of the iol remained in the anterior chamber. The pt experienced corneal edema and didn't see very well. Surgeon reported the use of an unapproved viscoelastic during the initial surgical procedure.

Manufacturer narrative:
The product was returned for analysis and damage was observed to the lens. Based on the results from the product and batch history record, the lens met release criteria. The lens was returned in three pieces in an unknown specimen container. Blood and solution were dried on the lens. Both haptics were broken/torn and one was returned. The optic was torn/split/cracked into three pieces and was scratched/marked-rejectable. There were no other complaints reported for this lot. No cartridge was returned for evaluation. Unable to review lot and batch records for the cartridge because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information: the complainant indicated the use of a viscoelastic that is not approved for use with the associated lens model. While we were unable to determine the origin of the lens damage, our observations reasonably suggest that it is not manufacturing related. Due to the condition of the returned lens, the damage was most likely caused by the customer and it was unlikely that the device contributed to the event. In addition, the surgeon reported the use of an unapproved viscoelastic failing to follow the dfu. (B)(4).